Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device will not turn on. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.

Event description:
It was reported to philips that the device will not turn on. There was no reported patient involvement.